Manufacturer narrative:
Concomitant medical products: d314trg crtd, implanted: (B)(6) 2013, 5071-35 lead, implanted: (B)(6) 2013, 6947-65 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead dislodged from the coronary sinus. It was also reported that the right atrial lead was not sensing intrinsic p waves. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent ex-plant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.